Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a zelante thrombectomy system and unknown guidewire stuck inside the device. The pump, shaft, and tip were microscopically examined and observed that the guidewire lumen was stuck at the tip of the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck on the wire. An angiojet® zelantedvt¿ was selected for a venous thrombectomy procedure. The non-bsc wire was stuck in the catheter. The wire and the catheter were removed. The procedure was completed by sticking the knee and happened to go from the knee approach. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device became stuck on the wire. An angiojet® zelantedvt¿ was selected for a venous thrombectomy procedure. The non-bsc wire was stuck in the catheter. The wire and the catheter were removed. The procedure was completed by sticking the knee and happened to go from the knee approach. There were no patient complications and the patient's condition was fine.